Event description:
The patient reported hyperglycemia on saturday, (B)(6) 2020, in the afternoon. Patient measured a 430 and about an hour later she measured a 480. Patient felt weird and had a cloudy feeling in her head. Patient called her hcp and was advised to take ten shots of 75/25 with a pen. Within half an hour she felt better. The patient threw out the v-go.